Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: visual inspection of the extension did not reveal any anomalies for extension "a." The header, lead body, and terminal end were clear and intact. The lead extension had multiple lab terminal ends inserted without a problem noted. All leads installed fully engaged into the extension header. The complaint of ¿high impedance¿ was confirmed for extension "b." As received, continuity testing supported the observation of a detached wire in the header, and channel 8 had an intermittent open when stressed. As there was no breach of the outer tubing and high impedance was observed prior to the revision, the open channels were consistent with an overstress condition the extensions were subjected to while inside the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report #1627487-2015-06191 and 1627487-2015-06252.

Event description:
Device 2 of 3. Reference MFR. Report #1627487-2015-06191 and 1627487-2015-06252.